Event description:
Information was received indicating that a smiths medical cadd pump exhibited a no disposable alarm. The reporter also indicated that the patient reported seeing a gap between the cassette and the pump. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.